Manufacturer narrative:
The instrument has been received; however, failure analysis investigation has not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that the endowrist one vessel sealer instrument does not cauterize during da vinci s surgery. On (B)(4) 2013, intuitive surgical, inc. Spoke to the robotics team leader and she indicated that the system was beeping but there was no physical evidence to show that the instrument was cauterizing. The surgeon did ensure that the master grips were fully closed throughout the sealing cycle and that the pressure was not released on the master grips while sealing. Surgeon did hear the audible beeps from the generator indicating that sealing was complete, however it did not seal. The system did not give an error relating to vessel sealer not sealing. There was no patient injury and nothing fell into the patient, surgeon used another instrument to complete the procedure.